Event description:
Ems personnel were attending to a stable patient, complaining of dizziness. Allegedly while attempting to routinely monitor the patient, the unit intermittently lost power and flickered on and off. The reporter stated there were no adverse effects to the patient as a result of the alleged malfunction.